Event description:
The customer reported tidal volume low: failure to provide adequate tidal volumes during normal ventilation mode may result in hypoventilation/loss of volume or pressure. No patient involvement reported.

Manufacturer narrative:
(B)(4).